Manufacturer narrative:
The following devices were also listed in this report: offset adapter 4mm; cat# 64786490; lot# mar59h; offset adaptor 2mm regular; cat# 64786585; lot# mar79d; ti dur reg fluted stem 12x80mm; cat# 64786610; lot# trn091j1; scorpio ts tib insert; cat# 72-4-0516; lot# 77788201; scorpio ts distal block; cat# 75-1-0510; lot# t04m1014; scorpio ts distal block; cat# 75-1-0510; lot# t05c1149; scorpio ts posterior fem block; cat# 75-2-0505; lot# t02v472; scorpio ts fem. W/lfit; cat# 76-4105l; lot# k04w1207; simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mbm011; simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mbm011; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
In reporting a revision of patient's left knee which occurred (B)(6) 2017, rep indicated that the facility provided a primary implant sheet (date of implant unknown) largely listing scorpio components as well as simplex cement. After rep had arranged to have scorpio components onsite for revision, patient was opened and only triathlon components were found. Rep reported that a previous revision had taken place at an unknown facility, performed by an unknown surgeon, revising all scorpio implants and cement.